Event description:
It was reported air embolism occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 20mm wds was advanced and deployed in the laa. After device deployment, as position, anchor, size and seal (pass) criteria was being assessed via transesophageal echocardiography (tee), the physician noted severe st elevations in multiple different leads. Contrast injections of both coronaries were completed and were clear; however, air was noted in the left ventricle. After a while the st elevations faded, and the patient became stable. The procedure was completed with no further complications. The patient was kept overnight for observation.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.